Manufacturer narrative:
The customer later reported to the company representative that the system was working and that there were no issues, so no service was required. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitreo-retinal surgery the table top illuminator was not working. The light probe was removed from the table top illuminator to the auxiliary illuminator and the procedure was completed. There was no impact to the patient.